Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif-ez1500 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the gastrointestinal videoscope exhibited remnants of a white crystallized contamination, believed to be a simethicone type product, evident within the air, water, and jet channels. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found remnants of a white crystallized contamination, believed to be a simethicone type product, within the air, water, and jet channels. In addition to the reportable malfunction, the following were noted: the light cover glasses had fluid evident; the light cover glasses adhesive was worn; the distal end adhesive was worn; the scope connector had water leakage; downward angulation was not to specification; the upward/downward and left/right angulation control knob play was out of specification. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer reported that the device was manually washed. The disinfection was conducted with an ed-flow automated endoscope reprocessor (aer) and sterilization was performed with an endoscope washer disinfector (ewd). The reprocessing equipment used was from steel-co. The customer did not provide the specific steps taken during the cds process. The customer was trained by olympus for reprocessing in accordance with the instructions for use. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.